Event description:
This ra lead was explanted and replaced due to loss of capture.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 7 cm proximal to the is-1 connector pin. Two parts of the lead of together 41 cm length were received for analysis. A medial part of approx. 3 cm is missing. The visual inspection showed abrasion marks along the lead body. In particular, approx. 5 cm proximal to the lead tip the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. In addition, cuts in the insulation and a damaged lead tip with detached tines were found which occurred most likely during the extraction procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.